Event description:
The customer reported that the central nurse's station (cns) shutdown without warning. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) shutdown without warning. According to the customer, they confirmed that the uninterruptible power supply (ups) didn't cause the shutdown. Technical support (ts) asked the customer to confirm the status of the hdds raid information and the customer stated that they were ok. The customer will provide the cns logs. There was no patient injury reported. Investigation summary: based on the risk assessment, this type of failure mode is unlikely to result in patient harm. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 10/26/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 11/03/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I have no patient information to give. B6 attempt # 1: 10/26/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 11/03/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I have no patient information to give. B7 attempt # 1: 10/26/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 11/03/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I have no patient information to give. D10 attempt # 1: 10/26/2022 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 11/03/2022 emailed the customer via microsoft outlook for device information: the customer replied by stating; I have no patient information to give. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H10 additional manufacturer narrative. Manufacturer references # (B)(4)- 155851 follow up 001.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) shut down without warning. They confirmed that the uninterruptible power supply (ups) did not cause the shutdown, and that the status of the hdd raid was good. No patient harm was reported. Investigation summary: based on the customer's response, the shutdown was supposedly caused by an abrupt power loss. It is unclear how the abrupt power loss could not be duplicated. This cns was installed on 10/16/2014. The service history for this serial number shows this is an isolated event. The service history for this hospital was reviewed to confirm reports of other spontaneous shut down events. The customer reported two prior incidents of cns shut down: ticket 121196 - the root cause could not be determined. Ticket 117357 - the root cause was due to ups failure causing abrupt power loss at the cns. The cns device requires regular maintenance, as outlined in the operator's manual. When stored for an extended period, operation checks should be performed. In short, the symptoms of a device not being able to boot up are related to its internal hard drives and/or environmental factors such as adequate power supply. Maintenance and environmental factors are outside of nihon kohden's control. There was no recurrence history for this device

Event description:
The customer reported that the central nurse's station (cns) shut down without warning. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) shutdown without warning. According to the customer, they confirmed that the uninterruptible power supply (ups) didn't cause the shutdown. Technical support (ts) asked the customer to confirm the status of the hdds raid information and the customer stated that they were ok. The customer will provide the cns logs. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) shutdown without warning. There was no patient injury reported.